Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power advisory, no external power, and driveline disconnect alarm occurring on the system controller (serial number (B)(6)) was confirmed via log file analysis. Log files were submitted for evaluation and relevant data from the reported event dates of 06oct2025 to 07oct2025 was reviewed. Throughout the data reviewed, low power advisory alarms were captured due to battery depletion and the controller being connected to partially charged 14v batteries. These alarms resolved when the controller was connected to charged 14v batteries. Multiple no external power alarms were also captured in the log file due to both power cables being disconnected from external power sources at the same time. The backup battery supported the system during these losses of external power, and these alarms resolved when both power cables were reconnected to 14v batteries. The driveline was also observed to be disconnected in the log file for unknown reasons, causing the pump to stop. The driveline was reconnected to the system controller, and the pump restarted without issue. No other notable events were captured, and the controller was able to support the pump as intended throughout the data reviewed. Multiple attempts were made to obtain additional information regarding the event; however no responses were received. The root cause of the reported low power advisory and no external power alarms was determined to be due to battery depletion and user error from disconnecting both power cables from external power, respectively. The root cause of the driveline disconnect alarm was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to respond to alarms that sound from their controller, including low power and no external power alarms. Heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 IFU (section 3, ¿powering the system¿), describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources to prevent loss of power by ensuring that one power cable is always connected to an external power source. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The log file captured that the patient had not connected to the power module/ mobile power unit (mpu) during the history, which indicated that the patient was sleeping on battery power. The event log file recorded a low power advisory event on 06oct2025 at 9:36:57. This event was due to the system controller running on depleted batteries. There were several other power source changes in which the data indicated that the patient was switching between the depleted batteries and fully charged batteries. There were no further unusual events recorded until a low power advisory occurred again at 07oct2025 at6:01:44. A similar period of power source changes occurred as the patient switched between different batteries, connecting and disconnecting. During these power source changes, there was 1 no external power event. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The data indicated that the power source changes ended at (B)(6) 2025 6:41:25 when the system controller was connected to battery power. Throughout the log file, the motor did not stop running except when the patient disconnected the driveline. The system remained on battery power without any usual events until a driveline disconnect event was recorded at 07oct2025 at 13:16:29. This caused a left ventricular assist device (lvad) off event. The data indicated that the vad was reconnected to the system controller at (B)(6) 2025 at 13:17:06